Event description:
It was reported that this was a vessel closure using the pre-close technique prior to a non-abbott device procedure. The sutures of two prostyle devices were pre-placed and the non-abbott device procedure was completed. Reportedly, a non-abbott closure device was added to the 2 sutures to achieve hemostasis. After completion of the closure, it was noted that there was a lack of blood flow to the patient's leg as the sfa became occluded at some point during the closure. It is unknown whether the cause was the prostyle or the non-abbott closure device. Ballooning was attempted but was unsuccessful, therefore, bypass surgery was performed to treat the occlusion. A clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The patient effects of obstruction is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is unknown as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.